Manufacturer narrative:
The philips service team collected data associated with this issue for investigation and visited the medical facility. The field servce enginerr (fse) performed a full site survey and confirmed that the area, described as a canteen area, where the patient collapsed was not setup for philips telemetry. The fse confirms that the access point in this area did not have philips ssid on or allow access to philips network. The fse proactively replaced the central station and upgraded the software of all mx40 devices onsite. The fse also addressed some additional wireless setup and configuration issues for the customer. The wireless issues are not related to any malfunction of a philips product and were escalated to the manufacturer of the wireless access points, cisco, for further evaluation. The complaint was escalated for technical investigation to a philips product support engineer (pse) and the results indicate the following: the pic ix clinical audit logs and stardate logs (rfda and devicedebug) were provided. The following is what was found in the logs for the incident on (B)(6)2023 at 11:00 to 12:00: the logs show the following: 1. A battery change at 10:18 on (B)(6)2023 followed by connection to the network/pic. 2. The mx40 pwm was put into standby at 10:50 on (B)(6)2023. Note that while the device is in standby, no monitoring is being performed and there is no communication to the network/pic. 3. The mx40 pwm was taken out of standby at 10:57 on (B)(6)2023. 4. Seven losses of communication between the mx40 pwm and network/pic followed by re-establishment of communication. These losses of communication were not related to device battery changes. 5. While the mx40 pwm was communicating with the network/pic, measurement data was being analyzed by the mx40 and yellow and red alarms were being provided for * pause, hr limit violations, pair pvcs, *missed beat, non-sustaining vt, vtach, xtachy, vent fib/tach, and asystole conditions. The periods wherein communication between the mx40 pwm and network/pic occurred indicate possible network coverage issues. The reported problem was not confirmed as a device malfunction as the issue was the result of the patient proceeding to an area that was not configured for coverage of the philips telemetry device. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the device failed to alarm when the patient went into cardiac arrest.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation